Manufacturer narrative:
This is one of two products involved with the reported event. The (B)(4). Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that there was a defect near two of the pigtail end of the tempo 5f uf 65cm 5sh catheter as the end started to break off. Six other devices were also returned that were damaged. There was no patient injury.

Manufacturer narrative:
Additional information was received and the tempo catheter for this complaint did not crack in the patient; the device only kinked. Therefore, the complaint will be a non reportable case and no report will be needed. During use in patient, it was reported that there was a defect near two of the pigtail end of the tempo 5f uf 65cm 5sh catheter as the end started to break off. Additional information was received and the tips were kinked/bent' one of the catheter tip was hanging by a tiny piece. There was no patient injury. The event has happened in the aorta while directing the catheter. The device was prepped according to the instruction for use (IFU) there was no difficulty removing the product from the packaging. There were no damages to the device packaging. There was no excessive force used during the procedure. A non cordis catheter was used to complete the procedure. The device was removed from the patient in one piece. Six other devices were also returned that were kinked/bent.